Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple mini drawers were failed. A field service engineer (fse) verified that the pas (patient administration system) mini drawers 1.6, 1.7, and 1.14 were failed, and attempted to troubleshoot by unplugging drawer 1.7 to see if the others would function correctly. However, this did not resolve the issue, and the number of failed drawers increased from three to approximately eleven. Upon further investigation, the fse replaced the controller board and began testing each engine individually, discovering that around six engines were also faulty. Although some engines were replaced, the issue persisted, and the remaining bad engines ended up damaging the newly installed controller board. Due to the extent of the damage and the number of failed components, the fse determined that replacing the entire pas mini drawer as a unit was necessary. After installing the replacement drawer, it was configured in the application and successfully passed all tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawers were short circuited, and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawers were short circuited, and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.